Event description:
The account alleged that the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The account replaced the logic board and reseated the connections on the zib board but the issue remains. Repairs have not been completed.